Event description:
It was reported that the device was used during a laparoscopic gastric bypass, first device didn't work at all. The second one produced scissored clips. Another device used to finish the case. There was no pt consequence.